Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the depth bar had side and forward play, the head was worn, and width plates worn and so the head, width plates, lever, and width plate screws were replaced and resolved the reported issue. It was noted that the device has not been regularly returned for annual pm since 2007. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the dermatome was set to take a skin graft bur when operating took full thickness graft. There was a delay in procedure of 16-30 minutes. The graft was able to be used. No additional skin graft taken. No adverse events were reported as a result of this malfunction.